Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was found to have migrated downward a couple of centimeters. The device was explanted and replaced due to normal eri. There were no complications during the procedure.